Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).

Event description:
The harvesting tool would have intermittent power and the audible pitch would change as if it was fading. The power supply would also beep irregularly.

Manufacturer narrative:
(B)(4). A lot history record review was performed for lots 25118473, 25116700, 25116225, and 25114007, the last four lots shipped to the reported account. There was no non-conformance in the lot histories.

Event description:
The harvesting tool would have intermittent power and the audible pitch would change as if it was fading. The power supply would also beep irregularly. The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 had intermittent power. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is not returning. Second complaint opened, (B)(4) for reported power supply.